Manufacturer narrative:
Updated section d d11: pxa320400/7373425 - (B)(4); pxc201200/8392463 - (B)(4); pxa230300/7670533 - (B)(4); and pxc201000/8426771 - (B)(4).

Event description:
The following publication was reviewed: ¿infrarenal aortic endograft infection: a single-center experience¿ (carlota fernandez prendes, et al., vascular and endovascular surgery, published online 22-nov-2018). The article describes a retrospective analysis of a prospective database including all patients who underwent elective endovascular abdominal aortic repair (evar) from 2003 to 2016 in a tertiary center. Seven cases of endograft infection were identified during the follow-up period from a total of 473 (1.48%) evar (297 excluder cases). It was stated that there were no documented infections between evar and aortic endovascular graft infection diagnosis. The article includes a clinical summary of each infection case. Case 6 was initially treated on (B)(6) 2010 with gore® excluder® aaa endoprostheses. On (B)(6) 2011, the patient was admitted with fever. Perigraft abscess with fluid accumulation and aneurysm sac enlargement was identified. On (B)(6) 2012, complete endograft removal and in situ aortic reconstruction with a customized bifurcated cryopreserved arterial homograft (cah) was performed. Intraoperative cultures were obtained from the explanted endografts and both were positive for candida species. An urgent redo laparotomy was performed due to suspicion of an aortoenteric fistula that was ruled out intraoperatively. The patient died on (B)(6) 2017, due to colon cancer.

Manufacturer narrative:
A4: added. H6: updated result code 1 and conclusion code 1.

Manufacturer narrative:
(B)(4).

Event description:
The following publication was reviewed: ¿infrarenal aortic endograft infection: a single-center experience¿ (carlota fernandez prendes, et al., vascular and endovascular surgery, published online 22-nov-2018). The article describes a retrospective analysis of a prospective database including all patients who underwent elective endovascular abdominal aortic repair (evar) from 2003 to 2016 in a tertiary center. Seven cases of endograft infection were identified during the follow-up period from a total of 473 (1.48%) evar (297 excluder cases). It was stated that there were no documented infections between evar and aortic endovascular graft infection diagnosis. The article includes a clinical summary of each infection case. Case 6 that was initially treated with gore® excluder® aaa endoprostheses, was admitted 4 months after evar with fever. Perigraft abscess with fluid accumulation and aneurysm sac enlargement was identified. Complete endograft removal and in situ aortic reconstruction with a customized bifurcated cryopreserved arterial homograft (cah) was performed. Intraoperative cultures were obtained from the explanted endografts and both were positive for candida species. An urgent redo laparotomy was performed due to suspicion of an aortoenteric fistula that was ruled out intraoperatively. This patient died at 73-month follow-up due to colon cancer.